Manufacturer narrative:
(B)(4). G2: foreign: belgium. Review of the most recent repair record determined the pin on the hinge slid out of position and the lid cannot be closed as the end plate of the locking mechanism is sticking out of the housing. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pin on the hinge slid out of position and the lid cannot be closed as the end plate of the locking mechanism is sticking out of the housing. No consequences or impact to the patient. Attempts have been made and no further information has been provided.